Event description:
Vns product and patient information was obtained.

Event description:
Reporter indicated a vns patient was hospitalized and released for a personality change. The personality change may be related to the vns stimulation, but the reporter is unsure of the exact etiology. The patient has returned to a baseline level of functioning and is doing well per the reporter. The vns is reported to be working properly. Medication was changed as an intervention. No vns programming changes or any life events preceded the personality change. Attempts for further information are in progress.

Event description:
Reporter provided additional information regarding the patient's hospitalization. The patient was hospitalization for personality change on (B)(6) 2012; released (B)(6) 2012. The severity was moderate and unrelated to study therapy. The event was unlikely related to vns implantation, and possibly related to vns stimulation. Actions taken with study therapy checked "not applicable". Medication was added as an action. The outcome of the event is checked "resolved/recovering". The adverse event was considered serious. The event did not result in a persistent or significant disability or incapacity. The event is not associated with other serious or important medical events. The event was not considered life threatening.

Event description:
Additional information was received reporting that the outcome of the personality change event was "recovered/resolved."